Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the device always protruded out since implant. Now, "the skin is so thin and the device is coming out". They also noted that the patient had a (B)(6). The cardiac resynchronization therapy defibrillator (crt-d) system was subsequently explanted due to the infection and device erosion. During the explant procedure when attempting to extract the right ventricular (rv) lead, the superior vena cava (svc) coil was pulling apart and a partial tear of the svc was noted on transesophageal echocardiogram (tee). The rv lead was partially explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.